Event description:
The customer reported that both monitors did not display an image. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced both monitors. The system operates as intended.